Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx des was implanted in the lad, resulting in distal plaque shift. A stent was then deployed overlapping the stent distally. The patient recovered. The investigator assessed the event as possibly related to the index device, but not related to the antiplatelet medication.